Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat an eccentric lesion with mild tortuosity in the mid left anterior descending artery. The xience xpedition stent delivery system (sds) was advanced over the guide wire; however, the sds got stuck with the guide wire, preventing it from being advanced or removed and the stent became damaged. There was no clinically significant delay in the procedure. There was no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The stent damage was unable to be confirmed; however, the difficult to position was able to be confirmed. The difficult to remove could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficult to position; however, the difficult to remove the guide wire and inner member damage appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received reported the devices were removed together as a single unit. A new device was used to complete the procedure. No additional information was provided.